Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, not performing an x-ray immediately after the procedure to confirm placement, implanting a damaged neurostimulator, implanting the neurostimulator after the expiration date, and using inappropriate tools have been ruled out as potential causes. Additionally, severe force applied to the implant, excessive twisting, bending or stretching, and the patient having contraindicating conditions have been ruled out as potential causes. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The device was not eroding and no device problem was found. A suture was extruding through the skin. Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported erosion at the pocket site. However, the device was not eroding. The patient was having a reaction to internal sutures which were extruding through the skin. Antibiotics were prescribed, the clinician numbed the area, removed the protruding sutures, and closed the incisions with steri-strips with gauze and tegaderm. The patient is currently healing and having periodic checks to assure the wound continues to heal appropriately.